Event description:
Patient death post-procedure. Very complex case and several other products implanted during the case. Patient outcome - patient died.

Event description:
Patient death post-procedure. Very complex case and several other products implanted during the case. Patient outcome - patient died.